Event description:
The customer alleged they received questionable tina-quant igm gen.2 (igm) results for one patient on their c501 analyzer. On (B)(6) 2013, the patient's igm result was 71 mg/dl without being diluted. The laboratory requested a new sample due to the patient's previous igm results. On (B)(6) 2013, a new sample was tested without dilution and the result was 69 mg/dl. This result was reported outside the laboratory. The physician questioned the initial result. The patient's sample was diluted and the result was 4596 mg/dl. The sample was repeated again with dilution and the result was 4520 mg/dl. This result was reported outside the laboratory. The customer was asked for information on whether the patient was adversely affected, but the customer replied it was not known. It was noted the customer was using expired nacl diluent. The igm reagent lot number was 671952. The expiration date was requested but not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided by the customer. The reaction monitors were not available. The calibration and quality control data were within range. A reagent related issue could be excluded. The patient was suspected of having waldenström macroglobulinemia. This potential interference is covered in the package insert.